Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#n4e1734y); sigpshell, sig power sigpshell control shell (lot#n4e1748y); sigphandle, sig power sigphandle handle (sn: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during partial pneumonectomy, on the pulmonary parenchyma, the 4th shot was fired, and the firing stopped at 80% at the time it was advancing over the display. No error was displayed; the impedance was two. As a countermeasure, both green buttons were pressed for a long time, it was restarted, the jaws were opened, and the knife was retracted. Another handle and shell were used, and resection was performed to complete the case..